Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watch dog time out error during patient use(medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device evaluation was completed for the reported event of damage to the pump. A device history review revealed no issues that could have caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was verified at power up and caused by a software anomaly. The device was updated to the most recent software version to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.